Event description:
It was reported that the rigid video scope exhibited dim image. The malfunction occurred during preparation for use for a therapeutic laparoscopic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light bundle of the uc sheath is severely dark and broken, resulting in insufficient brightness of the light. The most probable root cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited dim image. The malfunction occurred during preparation for use for a therapeutic laparoscopic procedure. There was no report of patient harm or user injury associated with this event.